Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with an unspecified amount of units of insulin during the load sequence. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose (bg) level was 258 mg/dl to "high" on cgm. Reportedly, the customer had not addressed their bg level at the time of reporting.